Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial power on reset occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited multiple partial atrial high rate diagnostic power on reset (por) where diagnostic data such as pacing percentages and rate histograms were cleared, however parameter values remained unchanged. It was also noted that the right atrial (ra) lead exhibited intermittent far field r-wave (ffrw) oversensing which could be contributing to mode switch. It was further reported by the patient that the ipg was causing them problems and that they felt worse after implant of the ipg system. The ipg system remains in use. No patient complications have been reported as a result of this event.